Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt had a burning/warmth sensation at the neurostimulator pocket site when she sat on the device or would get up from a chair. Subsequent info received indicated that the pt had a lead revision due to a fall. She could not adjust her stimulation. Her setting was at 0.0 volts and could not adjust it any higher. The pt was at home in fair condition. Additional info was requested.